Event description:
It was reported, the catheter was examined after removal and found that when flushed, the fluid exited from a different port. There were no reported patient complications.

Manufacturer narrative:
The product # initially reported to the manufacturer is not the same as the product returned to the manufacturer for evaluation. Two different samples were returned in the same plastic bag & the bag was labeled with one complaint #. This resulted in a delay in sorting, identifying & matching up the returned samples to their associated investigation #. Eval: the returned product was tested for crossover between the two lumens. Testing identified the hub as the likely location of the crossover. A corrective action was opened.